Manufacturer narrative:
Unit received with reservoir tube lip completely broken off, the reservoir does not stay locked in. Unit passed basic occlusion test and displacement test. However, unable to prime unit during prime/delivery test due to faulty back pressure sensor (gold). Unable to perform excessive no delivery test and occlusion test due to prime anomaly. Unit received missing o-ring (reservoir tube). Unit received with cracked case at display window corners. Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was cracked and would no longer hold the reservoir in place. Blood glucose level at the time of the incident was not provided, but was reported as low. The customer stated that the o-ring was loose and that the device was cracked near the up arrow button. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.